Manufacturer narrative:
Findings: unable to verify unexpected alarm due to no button response, problem isolated to the m/b. Unable to perform displacement test, operating currents, self test, off no power, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Unit received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had repeatedly alarmed an unexpected restart alarm. The customer's blood glucose level was unknown. The device will be returned for analysis.